Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery with a proglide device using a 5f sheath after a diagnostic bilateral renal angiogram procedure. The device was deployed with no issues. Reportedly, during suture management, it was noted that the distal rail end of the suture was split/frayed. The knot was still able to be advanced and tightened; therefore, the suture from the same proglide device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the part and lot number were not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique (tensioning angle not coaxial) or suture/ nick damage. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4- the UDI is not known as the part and lot number were not provided.